Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator-cuff tear repair on (B)(6) 2021, the tip of the needle broke off during direct patient interaction. The needle tip fragments fell into the patient's body, and the surgeon was unsuccessful in removing all fragments. The procedure was completed using the complaint device. The device was discarded by the facility.